Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. Final analysis found that the pulse generator exhibited an elective replacement indicator alert with a date stamp prior to its implant date. After the device was set to nominal settings, electrical testing found normal device characteristics. (B)(4). (B)(6).